Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading was 710 mg/dl. The customer stated that she changed the infusion set and the next day woke up with high blood glucose levels. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.